Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the reset associated with use in an off-label MRI environment event was sensed by the device, leading to the device operating in bvvi mode with high voltage therapy disabled.

Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the device was found to be in backup vvi (bvvi) mode with disabled high voltage therapy. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. In preparation for the MRI scan, the device was programmed with pacing and high voltage therapy disabled. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.